Event description:
It was reported the patient needed help reprogramming. The patient was away at college and needed the implantable neurostimulator (ins) to be reprogrammed. The patient reported they were unable to adjust stimulation, the programmer showed the "in the box" icon. The patient reported they tried to use the patient programmer to turn down the stimulation, but the programmer was showing ¿ins in the box¿ screen. The patient noticed the ¿ins in the box¿ message for the first time on the day of the report. No intervention or outcome was reported. Follow up was conducted to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3887-56, lot# v805767, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37743, serial# (B)(4) product type programmer, patient.

Event description:
Additional information received reported that the patient programmer is not synching with the ins. The patient reported that they were notified by the manufacturer representative that the patient programmer was old and needed to be replaced with a new antenna. It was reported that when issue initially started, the representative reprogrammed the device but it got trickier as it happens very often. The patient reported that they were seeing ins in the box message on the patient programmer. Patient reported that they used antenna locate feature every time during charging. The patient stated that they would like to replace the patient programmer and the antenna as the representative has told them to do.

Manufacturer narrative:
Supplemental submitted for additional information received. (B)(4).

Event description:
Additional information received reported the patient has continued to see the "ins in the box" message three more times since (B)(6) 2014. The most recent "ins in the box" message was seen on (B)(6) 2015. They also noted that they have had poor coupling, so they us the antenna locate feature each time before starting a charging session. The poor coupling was likely due to the location of the implantable neurostimulator (ins); is was located right below their rib cage. The patient did not know if it was related but they mentioned that they frequently pass through security gates at the airport. The patient had met with their manufacturer representative for reprogramming and that is when they told them to use the antenna locate feature for the coupling issues.